Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were lower than the initial test result. Test results were not provided for one of the four samples. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 2 of 4 reported by this customer. An MDR was filed for each of the four pt samples.

Manufacturer narrative:
Samples were collected in plastic lithium heparin tubes w/o gel separator. Quality control (qc) was within established ranges prior to event and was out of range after the event. A calibration was attempted after the event and failed. On (B)(4) 2009, the field service engineer (fse) performed a twenty replicate accutni precision run using water as the sample. The fse notes that there were unexpected fliers within the results. Changed the per-pump tubing and aspirate probes. Repeated the twenty replicate accutni precision run, all results were within assay precision claims. Performed a high sensitivity system check which passed within instrument specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This is event 2 of 4 reported by this customer. The related mdrs are 2122870-2011-04505, 04507, 04508.